Event description:
Information was received that during implantation short circuits were seen. These short circuits persisted also after implantation surgery. Further information was requested from the field but has not been received.

Manufacturer narrative:
Additional information: according to the received information in situ measurements during and after implantation surgery show 7 channels involved in several short circuits. In package telemetry was reportedly within the expected limits and DHR review did not reveal any abnormalities, thus the device was released according to specifications. Therefore, the observed short circuits were likely caused by mechanical loads applied, inadvertently, during intra-surgical handling. However to determine an exact root cause a device investigation of the explanted device would be necessary. Despite requested no further information has been received.

Manufacturer narrative:
Additional information: according to the received information in situ measurements during and after implantation surgery show 7 channels involved in several short circuits. In package telemetry was reportedly within the expected limits and DHR review did not reveal any abnormalities, thus the device was released according to specifications. Therefore, the observed short circuits were likely caused by mechanical loads applied, inadvertently, during intra-surgical handling. However to determine an exact root cause a device investigation of the explanted device would be necessary. Re-implantation has been carried out, but the device was not received yet.

Event description:
Information was received that during implantation short circuits were seen. These short circuits persisted also after implantation surgery. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that during implantation short circuits were seen. These short circuits persisted also after implantation surgery.